Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device was unable to obtain an ECG signal via paddles. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical corporation for evaluation. The device log review showed lead faults with displaying ECG. The device was tested extensively and passed all functional and ECG signal checks. The returned electrode pads showed intermittent ECG signal loss during manipulation. The electrodes were further tested, which revealed a crease on one of the electode pad connections causing intermittent contact. The pouch was also observed to have a crease. Device history record (DHR) was reviewed with no associated nonconformances. The pads were scrapped. It's important to note that the IFU warns (13) "do not fold the electrodes or packaging. Any fold in or other damage to the conductive element could lead to the possibility of arcing and/or skin burns." The electrode pads were scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.